Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
A report was received from health canada's canada vigilance program which states, "the 250ml magnesium sulfate 5g was emptied in 45 minutes, while device was set at 120 ml/hr. No patient consequences described."

Event description:
A report was received from health canada's canada vigilance program which states, "the 250ml magnesium sulfate 5g was emptied in 45 minutes, while device was set at 120 ml/hr. No patient consequences described."

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.